Event description:
It was reported that during a liver resection procedure, on the 6th firing, the surgeon clamped down on vessel and the device cut but did not staple properly. The staple did not form properly. The surgeon hand sewed to complete the procedure. The pt required 6 units of blood. Additional info has been sought on the patient's blood loss and condition; and further details about the event.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.